Event description:
It was reported that prior to use with bd veo¿ insulin syringes with bd ultra-fine¿ needle the scale markings were missing. The following information was provided by the initial reporter: "1 defective syringe in package of 10 syringe missing volume labels, needed to use 3 units but there was none so she couldn't use it".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd veo¿ insulin syringes with bd ultra-fine¿ needle the scale markings were missing. The following information was provided by the initial reporter: "1 defective syringe in package of 10 syringe missing volume labels, needed to use 3 units but there was none so she couldnt use it".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (1) 0.5ml 31ga 6mm syringe in an open polybag from the lot# 2199434. It was reported by the consumer that 1 defective syringe in package of 10 syringe missing volume labels, needed to use 3 units but there was none so she couldn't use it. The returned syringe was examined and observed missing (light printing) scale marking lines around 5 unit. A review of the device history record was completed for batch# 2199434. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure. Root cause analysis: there was one notification (zm 201034109) noted which is for missing print that had occurred due to ink flow restride causing blank spots on drum causing dry ink on drum that pertained to the missing print complaint. H3 other text : see h10.